Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional stated that the trocars and the probe were dull, which caused the doctor difficulty when inserting the trocars into the patient¿s eye during vitrectomy surgery. The surgery was completed on the same day after replacing the pack with another one. There was no information about patient impact. Additional information was requested and none received till date. This report pertains to the probe involved in this complaint.